Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1dtcp, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was experiencing pain where the wires were and the pain occurs when the patient moves or sits down. The patient indicated that the experience started out as discomfort and progressed to pain. The past month has been "really bad" with the patient's pain and the patient sometimes cannot sit on the ins. When the patient goes to get up the area is really painful. Furthermore the patient indicated that they kept increasing stimulation because the patient was having more urinary accidents. The patient was not having bowel accidents and the patient was wondering if something moved within the ins. The patient was advised to follow-up with their healthcare provider (hcp) and that stimulation could be turned off to see if the pain resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.